Event description:
It was reported that the patient had breakdown of his posterior wound around the intrathecal pump. There was pus drainage and a seroma. The seroma was fluctuant and mildly erythematous. The pump and catheter were explanted in 2007, and the catheter tip was cultured; cultures revealed staphylococcus. The patient was treated with both intravenous and oral antibiotics, oral baclofen, as well as oxycontin and dilaudid as needed for incisional pain. The pump was used to deliver compounded baclofen at a complex continous rate of 2300 mcg/day. The patient did not experience any significant baclofen withdrawal symptoms. A peripherally-inserted central catheter was placed six days later, for outpatient antibiotic administration following discharger from the hospital the next day. At a follow-up visit the following month, the back wound was reported to be healing nicely; the patient's spasticity was fairly well controlled, but less controllable without the pump. He was admitted to the hospital in 2008, for replacement of the pump and catheter. The hcp planned to restart compounded baclofen at the previous dose.